Event description:
The customer reported a leak of approximately 2 ml from the rinse block of the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat during the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered a leak from the secondary probe at the rinse block. The fse noticed misaligned bsv (blood sampling valve) and rinse block and proceeded to adjust the bsv and rinse block alignments. No further leaks were observed and the fse verified repair per established procedures. Failure mode of the leak is attributed to misaligned bsv and rinse block. Results: rinse block. (B)(4).